Event description:
During treatment of a breast cancer patient, it was discovered that the actual collimator angle was different than what the machine read-out stated. The collimator angle of the treatment field was found at 8-9 degrees when it should have been at 0 degrees. It was found that the collimator chain slipped off the collimator rotation drive wheel and the potentiometer was bent and was slightly touching the chain. The chief physicist noted that the patient received an extra dose during the treatment session. The fraction dose was only 2 gy and the overdose was determined to be 1 gy. Based on information provided by the customer, there was no serious injury to the patient.

Manufacturer narrative:
This issue is still under investigation. An updated MDR will be submitted at a later time. A follow up report will ensue. At the time varian received this complaint, varian analyzed it and concluded that there had been no serious injury and that the event would not be likely to cause or contribute to a death or serious injury if it were to recur. We applied the definition of a serious injury as defined in 21 cfr 803.3(z)(bb) and we also considered the radiation therapy medical community's understanding of serious injury for radiation overdose or underdose amongst radiation therapy professionals. For that reason, we would not have submitted an MDR previously. However, varian is reporting this incident as an MDR based upon specific direction from our FDA investigator as to the FDA's interpretation of "serious injury" in the context of radiation therapy.